Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 28, 2014 to april 29, 2014. Evaluation summary: visual inspection of the returned device identified that there was no flow at the distal luer after its cap was removed. The reported condition was verified. A microscopic inspection identified that there was crystallized drug blocking the fluid path inside the lumen of the glass capillary (located inside of the flow restrictor housing). The no flow occurred due to the crystallized drug; however, the cause of the crystallized drug is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to further investigate this condition, a CAPA was opened. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.